Event description:
While placing a bard powerpicc provena catheter the tip of the guidewire was stuck in the patient's arm, vein. After multiple tries, the PICC guidewire did come out with the tip intact. The concerns were the line was frayed and uncoiled extending the length of the guidewire by several inches. FDA safety report ID# (B)(4).